Manufacturer narrative:
The device history record (DHR) review of the effected sheath shows the device met specifications prior to distribution of device. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including predilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case, per report, the access vessel diameter was 6.54mm, there was mild vessel calcification, and mild tortuosity. It is likely that patient vessel factors (smaller than indicated size) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) when the 22 fr retroflex 3 sheath was removed from the patient a non-flow limiting dissection was noted in the left common femoral artery. The vessel was treated from the contralateral side using a self-expanding ev3 stent. Excellent flow was seen through the artery following stent deployment. Per additional information received from the edwards clinical specialist, the patient was ambulating the day after the procedure. There was nothing abnormal noticed while inspecting the device prior to use. No difficulty was encountered during insertion or removal of dilators. Removal of the sheath was difficult; the dissection was noted just above sheath insertion site; however there was no malfunction of the sheath. The perceived root cause of this event was attributed to a ¿slightly undersized artery for the sheath¿.